Event description:
Hospira gemstar sn # (B)(4) left 800 ml of a 3000 ml tpn solution. Another day completed the 3000 ml therapy 90 min early. Totally inconsistent results each use. This is the fourth unit the infusion co has sent, all previous pumps had similar faults.